Event description:
The ge oec 9900 fluoroscopy system would not go into the mag 1 mode, and reports of x-ray tube arcing.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the fluoro functions pcb and x-ray tube. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.